Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported that the customer recently had a seizure and was in a coma. Caller stated that the customer's doctor recommended that she no longer uses the insulin pump, as a nursing staff would be treating her diabetes. Caller also stated that the doctor did not feel that the seizure was due to low blood glucose levels. Blood glucose level was 45 mg/dl at the time of the call. No further information was provided.